Event description:
It was reported that a patient death occurred. The patient was at end of life and death was anticipated, but the user stated that the alarm did not display the correct data. No additional information was provided by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6), patient information is considered confidential and will not be released by the hospital.